Event description:
The pump reportedly failed delivery accuracy testing during routine preventative maintenance. With an expected delivery of 20.0ml, the pump delivered 17.5ml. Device specification requires delivery to be 20.0+/-1.0ml for this procedure. There were no reports of any pt events while the device was in clinical use. No additional info was available.